Event description:
It was reported that patient experienced infection. Inflatable penile prosthesis (ipp) was removed device and a salvage procedure was performed. A new spectra penile prosthesis (spp) was implanted. No adverse patient effects.